Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference #:1627487-2019-09317. It was reported the patient turned off the scs system five years ago. The patient stated the system "did not work". The patient was to undergo surgical intervention (exact date unknown) where the scs system is to be removed.

Manufacturer narrative:
Explant date of (B)(6) 2019 was inadvertently omitted on the initial report. The date of the explant is estimated. Date of (B)(6) 2019 is estimated.